Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is not working. No patient injury was reported.